Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events: 164; proceed* multi-layer laminate mesh 1; prolene polypropylene mesh 51; prolene polypropylene mesh unknown product 97; ultrapro mesh 10; vicryl polyglactin 910 mesh 5 .

Event description:
It was reported by attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Following the procedure, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
E2013037. Total number of events: (B)(4). Proceed* multi-layer laminate mesh (B)(4). Prolene polypropylene mesh (B)(4). Prolene polypropylene mesh unknown product (B)(4). Ultrapro mesh (B)(4). Vicryl polyglactin 910 mesh (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to the FDA: 04/20/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.]

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015 through (B)(6) 2016. Supplemental 08.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2016.